Event description:
It was reported the pt's stimulation was turning on and off by itself. The physician explanted and replaced the ipg. It was reported the pt would receive programming postoperative once the pt was well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.